Event description:
Hcp reported that phlange or connector on the catheter appeared sheared where it attached. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.